Event description:
It was reported that the compressor did not start. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Identification of issue has been done by analyzing problem description and service report. The issue was related to the transformer. Based on prior investigations, it was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. Corrective actions to correct the verified issue were implemented during week 51, 2019. The root cause was traced to the manufacturing process at the supplier's site. This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. For d4 unique identifier (UDI) #, primary di number has been used. Provided d4 serial # correspond to device involved in the event. A correction of field # d1 brand name, # d4 version or model# and #d4 unique identifier (UDI) # was required. D1 ¿ brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz. D4 ¿ version or model # - previous version or model #: compr mini 230v 50hz, corrected version or model #: 6481779.

Event description:
Manufacturer's ref. #: (B)(4).